Event description:
The surgeon implanted an aq2010v silicone three piece lens but the trailing haptic tore off while being inserted. The incision was enlarged to remove the lens and two sutures were required. The nurse stated it was unknown as to why the haptic tore off.